Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3037, serial # (B)(4), product type programmer, patient.

Event description:
The patient reported that they had poor communication on the patient programmer on the day of the report. An appointment with the healthcare professional (hcp) was scheduled for (B)(6) 2016. Additional information received indicated that during the appointment, the hcp determined that the patient's implantable neurostimulator (ins) did not work. It was confirmed that the ins was checked with the patient programmer, and communication was not established. The hcp did not have a clinician programmer to check the device. It was noted that the patient also had a penile implant. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.